Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.